Event description:
A report was received that a patient underwent a pocket revision procedure due to a seroma at the midline incision. During the procedure, the incision was opened, the seroma was drained, and the pocket was resutured. The physician believes that the seroma was caused by the patient's pocket being too large. The patient was reportedly doing well following the procedure.